Manufacturer narrative:
This is a combination product (B)(4). This follow-up is to relay additional information. No other complaint on cement paste consistency was recorded on the batch since ever, and no other complaint on cement paste consistency was recorded on the reference from jun 1, 2021 to aug 26, 2021. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plunger was not moving up automatically after releasing and the consistency of product was different than expected, with not enough adhesion to femoral component. Surgery was completed successfully with new product. The plunger does not move up was investigated in the (B)(4) (no report file for this event).

Manufacturer narrative:
This is a combination product. (B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the plunger has not moving up automatically after releasing. The consistency of the product was different than expected. There was not enough adhesion to the femoral component. The surgery was completed successfully with new product. There was no patient involvement.